Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive e xamination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. Visual inspection noted that the firing knobs were fully retracted, and the articulation lever was in neutral position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal pancreatic body resection, after loading the first reload, the surgeon approached the pancreas, closed the jaws, pressed the green button and started firing, but the firing was not completed and was interrupted midway. A cracking sound was also heard from the device. The second reload was opened and performed but the firing was also interrupted midway. The surgeon then opened a third reload and carefully used so as not to excessively put the tissue at the roots of the jaw and the firing completed. There was no patient injury. Medtronic's initial evaluation of the incident is that the investigation detected an unreported condition of handle thick tissue that has no relationship to the reported condition.